Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device preparation and prior to use, the 2.75 x 12 mm xience sierra stent implant was noted to be unstable on the balloon; the device was not used. There was no patient involvement. A different device was used in the procedure. No additional information was provided.

Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). Device coding 2017 - failure to follow steps. Evaluation summary: a visual inspection was performed on the returned device. The reported unstable stent could not be confirmed. The stent implant was stationary on the balloon between the markers where it was initially crimped on. The stent implant was not unstable as reported. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It should be noted that the xience sierra, everolimus eluting coronary stent system (eecss) instructions for use states: do not manipulate, touch or handle the stent, as this may cause coating damage, contamination, or dislodgement of the stent from the delivery balloon. The investigation was unable to determine a conclusive cause for the reported unstable stent. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.